Manufacturer narrative:
The device is not available for evaluation, however, a picture sample is available; evaluation is not yet complete.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The reporter stated that there was leakage on the filter vent that was noted after hours of infusion. Cisplatin was being infused and there was chemo exposure to the patient as cisplatin dropped onto the patient¿s leg. The chemo spill was cleaned. There was patient involvement, however, no harm was reported as a consequence of this event; further monitoring will be performed on the patient on their next visit.

Manufacturer narrative:
Received a photo from the customer showing leakage at the vent plug juncture. No samples were returned. The reported complaint of leakage can be confirmed on the 14687-15 primary plum set. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR for lot 5893283 was reviewed and no non-conformities were found that would have led to the reported complaint.